Event description:
Reporter alleged discrepant blood glucose results on the customer's advantage system of 234, 189, and 59 mg/dl when all tests were performed one test right after the other. Reporter indicated a health care professional stated the tests were performed back to back however did not provide a specific timeframe between the results. Reporter indicated the customer was not experiencing any hyperglycemic symptoms at the time however was experiencing hypoglycemic symptoms during the time of the testing. It was stated, the healthcare professional called the ambulance and treated customer with a candy bar before the emergency medical technicians (emts) arrived and treated customer with more glucose, amount not known. Reporter stated customer was taken to the hospital however could not provide any glucose readings or treatment received while customer was at the hospital. A request was made for the return of the suspect product and replacement product was sent.